Manufacturer narrative:
Journal name: coronary artery disease title of article: efficacy and safety of percutaneous coronary intervention for elderly patients in the second-generation drug-eluting stent era: the (B)(6) registry literature reference: doi: 10.1177/0003319716679341. If information is provided in the future, a supplemental report will be issued.

Event description:
Resolute drug eluting stent devices were used to treat calcified, ostial and bifurcated lesions. It is reported that patient death occurred along with major adverse cardiovascular events including stroke, mi, major bleeding, target lesion revascularization and stent thrombosis.